Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer touchscreen did not work properly. It was indicated that the touchscreen connector required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was not working properly. The programmer was returned for service. There was no patient involvement.